Event description:
This complaint is now reportable based on the analysis completed on 05/12/2009. It was reported that during a coronary drug eluting stenting treatment procedure, a shaft break occurred. The 2.75x16mm taxus liberte stent was advanced to the severely tortuous and calcified left anterior descending artery (lad); however, the physician felt resistance while advancing and the catheter snapped just before the hub of the device. The physician implanted a 2.75x20mm and a 2.75x24mm non bsc stent along with a 3.0x16mm taxus liberte stent. No patient complications were reported with the patient's current condition listed as "okay". However, returned product analysis revealed a hypotube break approximately 18cm distal from the catheter's strain relief.

Manufacturer narrative:
(B)(6). A visual and microscopic examination found that the hypotube had broken approximately 18cm distal from the catheter's strain relief. There were kinks along the entire length of the hypotube. Microscopic examination of the balloon found no issues with the balloon material or the crimped stent. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).